Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had partial sealing, when device took thicker tissue the distal third of the forceps did not deliver energy. There was no regrasp alert. There was end tone heard and there was evidence of energy delivery. There was no patient injury.